Manufacturer narrative:
Infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer¿s reported problem was confirmed. There was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: 00728693 case subject: npi 8120 no channel ID account name: fort walton beach medical center account #: 1254000 asset name: 8120 pca module v8 asset location: contact: sief badran contact email: sbadran@intermed1.com contact phone: 352-538-5576 contact mobile: patient or user involvement: no patient or user harm: no case description: customer called reporting their 8120 not having a channel ID (12601836). Failure device type: alaris system instrument failure problem type: 8120 failure mode: troubleshooting/ error codes case resolution: informed customer this could be due to the iui's, logic board, or the iui board. Recommended replacing both iui's. If no change, next I would replace the logic board. Recommended sending in for repair at that point. Customer will swap iui's, and send in for repair if fault does not clear. Transferred customer to customer order management for further assistance placing a parts order. Ended call. Ref:_00d30y0yr._5000l1jpify:ref